Event description:
A physician reported the ultra-sleeve seemed to be larger than usual and it did not smoothly enter the incision of 2.4mm during procedure. The procedure was performed and completed without product replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. Based on our current tracking, there are no adverse trends for this reported complaint. The ultra sleeve was reported to be larger than usual. Two 0.9 mm 30° ultra balance infusion sleeves were visually inspected and no obvious defects were found. No deformity or damage was observed on the tips of the infusion sleeves. A test was performed to check the interference fit between the sleeve and a lab stock 0.9 millimeter (mm) 30° tip on the handpiece. No twist was observed on the infusion sleeves. No malfunction was found on the returned samples. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).